Event description:
It was reported that the pt went to the hospital after being lethargic and sleepy continuously through the weekend; it was unclear if the patient was admitted to the hospital. The physician worked with the pt on monday. There were no alarms. A volume discrepancy was noted; the expected residual volume was 13.1ml and the actual residual volume was 0ml. The event logs were normal and the correct programming was used. On tuesday, they filled the pump with saline; the pump was left at the same flow rate as it was previously. The next day, the volumes were the same and the patient was starting to have withdrawal symptoms. The physician did not think the pump was the problem in this situation, but the patient needed "to get back to active life", so they were most likely going to replace the pump. It was noted that the patient had no symptoms after the pump refill the end of june, but the physician commented that the clinic had past "miss-fills" and he could not state for sure if that was the problem or not. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).